Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a pump not worked. Customer blood glucose level was 259 mg/dl. Customer also stated that they got loose drive support cap. Troubleshooting was performed. The product will return to be analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, it alarmed primed during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery tests due to prime alarm. The insulin pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address label, stained serial number label, cracked belt clip slot and cracked case reservoir tube window corner.